Manufacturer narrative:
Device evaluation: returned device was received top case cracked by the left and right front bottom corners. Visible contamination by the "l" bracket pole clamp and by the a/c power cord retainer. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with system failure for the primary audible alarm. No adverse events were reported.